Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water cylinder and channel, nozzle, and suction cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer allegation of e216 scope communication error was not confirmed and allegation of the bending manipulation and insertion tube defects was confirmed. In addition to the reportable device evaluation findings documented in b5, the non-reportable findings are as follows; the switch box had discoloration, the grip had a scratch, the suction cylinder had no color, the right/ left knob had discoloration, the up/down (u/d) knob had discoloration, the plug unit had corrosion due to water leakage, the scope connector case had corrosion due to water leakage, the circuit board unit in the suction connector had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the paly of the u/d knob was out of standard value due to wear of the angle wire, the objective lens had a crack, the light guide lens had a crack, and the connecting tube was snaking. The device was reprocessed before being returned to the repair center. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an e216 scope communication error, also the bending manipulation and insertion tube was defective. This issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: foreign material was found in the suction cylinder, nozzle, air/ water (a/w) cylinder, and a/w tube. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the suction cylinder, air/water nozzle, air/water cylinder, sub-water channel and the air/water channel could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and the customer reported facility device cleaning and reprocessing information was found to be in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use which state: - an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. - pcf-ph190l/I operation manual chapter 4 operation, 4.2 insertion_ air/water feeding and suction_ air/water feeding: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.